Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in three pieces. External abrasion breaching the outer insulation and exposing the outer coil was found at 9.9-10.1 cm from the connector pin consistent with friction to the device can. Procedural damage to the outer insulation was also noted in this location.

Event description:
This report is to advise of an event observed during analysis.